Event description:
A nurse reports having experienced an anaphylactic reaction, which she reports is due to exposure to natural rubber latex proteins. She states that she has developed a "type I sensitivity to natural rubber latex proteins" as a result of wearing latex gloves made by various glove mfrs.